Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they noticed a leak above the filtered drip chamber while connected to a patient. There was no harm.

Event description:
The customer reported they noticed a leak above the filtered drip chamber while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, ¿blood tubing failures- product defect: 10 different events between (8)(6)- (8)(6) 2018. Date: (8)(6) 2018, 7se, blood leaking from tubing connection above filter. No pt harm, psn no: (8)(4). Ref #'s (B)(4).¿